Manufacturer narrative:
Reader ncgd301-j2700 has been returned and investigated. Visual inspection has been performed on the returned reader; no issue was observed. Reader did not power on with button, strip, or universal serial bus (usb) cable insertion. Unable to extract the reader log or set date and time due to blank screen. The customer stated: ¿customer dropped off the reader on water¿. The reader was sent for further investigation and de-cased. Visual inspection on the de-cased reader revealed liquid contamination. Therefore this issue is not confirmed to use due to liquid contamination. At this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. He dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "dropping the reader in water" and "not turning on". As a result, the customer experienced hypotension and dizziness and received an unspecified treatment by a healthcare professional due to the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.